Event description:
Home patient (hp) reports leak in patient line tubing of homechoice set, noted during dwell 1 of "apd" treatment. Baxter technician assisted hp in ending treatment and restarting with new supplies. No patient injury or medical intervention required per rn.